Event description:
Post uae, experiencing numbness in hands, feet, and legs. Swollen glands on the side where the catheter was inserted. Also, experiencing racing heart, cracking sound in bones, shortness of breath, incisional pain on both sides, urinary urgency, chronic vaginal infection, and decreased visual acuity. Physicians unable to diagnose cause of symptoms. Pt concerned that death is imminent. Dates of use: permanent. Diagnosis or reason for use: fibroids.